Event description:
It was reported that there was a delay in therapy to the patient due to intermittent undersensing by the cardiac resynchronization therapy defibrillator (crt-d). Multiple ventricular tachycardia (vt) events were in the monitor only zone, but the rhythm accelerated and with undersensing of the behavior the device exhibited a delay in therapy and no therapy at times. The crt-d delivered anti-tachycardia pacing (atp) and shocks that slowed the patient rhythm, but the arrhythmias continued. There was oversensing noted as well on the report. The patient experienced cardiac arrest and was externally shocked by emergency medical services. The patient was then intubated and placed on a ventilator while hospitalized. Technical services (ts) recommended checking the device to assure function after the external shocks. This crt-d remains in service. No additional adverse patient effects were reported.